Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 10-nov-2023. [Additional information]: on 10-nov-2023, additional information was received. Per the information, the procedure date when the emboguard balloon catheter was used to treat the unruptured aneurysm was (B)(6) 2023. The location of the targeted aneurysm was unknown; the emboguard was inflated at the internal carotid artery (ica). The patient was not tested for allergy to hydrophilic coating. The information indicated that the patient was discharged from the hospital after the aneurysm treatment; outpatient treatment was performed. The patient was not symptomatic; there were no symptoms noted during the span of one month from the procedure date to when the allergic reaction was confirmed. The allergic reaction was found on the one-month follow-up visit; detailed information could not be obtained. Nothing occurred that could have impacted the integrity of the hydrophilic coating of the emboguard device. The information indicated that the physician did suspect that the patient may have had an allergic reaction to other device(s) that were used during the procedure, ¿but could not [identify] at this time.¿ the patient was not hospitalized for the edema and the allergic reaction. The lot number of the emboguard was confirmed to be 0000220933. Related to other concomitant device(s) used during the procedure to treat the aneurysm, the information indicated ¿mc / mgc / coil was used but we could not get detailed information.¿ a peel-away sheath was used. All other information could not be obtained as the physician did not provide them. Updated sections: b.4, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section b.3: date of event: the date of the event is not known. Section e.1: the initial reporter phone: (B)(6). Based on complaint information, the device was not available to be returned for analysis. There was no device performance issue or device malfunction reported during the procedure. A review of the manufacturing documentation associated with this lot (0000220933) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. An allergic reaction is a known potential complication associated with the use of the emboguard balloon guide catheter device and is listed in the instructions for use (IFU) as such. There were no alleged quality issues/malfunctions related to the device, as the device performed as intended. As explained in the referenced literature, the basis of hydrophilic coatings stems from hyaluronic acid, a natural lubricant in body tissues, which are biocompatible. Additionally, hydrophilic coating proves to be beneficial and suitable for use in a wide range of medical devices, such as catheters and contact lenses, as it prevents the adhesion of (bio)organisms (components from body fluids, bacteria, and viruses) on surfaces immersed in fluid. The IFU for the emboguard device also lists several precautions towards maintaining the integrity of the hydrophilic coating, such as avoiding exposure of the device to solvents, wiping the device with dry gauze, and using the device with contrast solutions other than the types that have been tested for compatibility. Nevertheless, allergic reactions to the hydrophilic coatings on medical devices, while rare, have been reported and documented in medical research literature. Since the severity of the event is unknown, and the treating physician attributed the event of an allergic reaction to the hydrophilic coating of the emboguard, this event meets us FDA reporting criteria under 21 crf 803 with a classification of a ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Reference: li, x.; sun, l.; zhang, p.; wang, y. Novel approaches to combat medical device-associated biofilms. Coatings 2021, 11, 294. Https://doi.org/10.3390/coatings11030294. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient underwent an endovascular embolization procedure to treat an unruptured aneurysm. A 95cm emboguard 87 balloon guide catheter (bg8795u / 0000220933) was used in accordance with the instructions for use (IFU) and the procedure was successfully completed. One month after the procedure, the patient experienced allergic edema and was treated with steroid medication. It was reported that the patient is recovering with steroid administration. No additional intervention was planned. The physician attributed the edema to an allergic reaction to the hydrophilic coating of the emboguard balloon guide catheter. It was reported that possible other causes than the emboguard device is unknown. Continuous flush was maintained during the procedure to treat the unruptured aneurysm. The location of the unruptured aneurysm was not reported. Concomitant devices used was also not reported.